Event description:
The patient reported that the pump would not boot up to the verify screen; the pump would beep but never got to the verify screen. The patient reported that he changed the battery three times, then replaced the battery cap but the problem still occurred. The patient confirmed that there was no trauma to the pump, the pump was not exposed to water, and the yellow o-ring was not visible.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no power issues were observed in the black box. No damage was observed to the battery compartment or cap. The battery cap was tested and no contact defects were found. The pump powered on with a blank display and audible alerts every three minutes. The pump software was reloaded and the pump powered on with functional display; the display screen was found to be dim. The pump was exercised for 24 hours without power issues or alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.